Event description:
As per implantcast : we have a request of a failed coupled device of a stanmore bailey walker system (placed in 2017 for a prox humerus). The glenoid implant and the humerus stem should be left in place if possible.